Event description:
A us distributor reported that a patient was receiving a service code 105.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon evaluation of the electrode belt, the tabs on the trunk cable connector were damaged, creating an insecure connection with the monitor. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.